Manufacturer narrative:
Returned device was received in decent physical condition, but there was some cracks and dents on the housing. During the evaluation of the device, the device was leaking from the input fitting. And the relief pressure is out of specification. Customer assembly was found to be cause of the issue. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators ventipac is reported to sound like unit has an internal leak. Possible bad pressure relief valve. Event discovered during testing no patient involvement.